Event description:
Report received from USA stating that the device would not secure drill bit. The device was not being used in cranial surgery. There was no user or patient injury. There was no medical intervention. It is unknown if delay occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).